Event description:
Physician was unsuccessful in treating a patient's degenerated svg to cx/focal lesion using several ptca devices. A cutting balloon catheter was then positioned within the lesion, inflated to 12 atm, then deflated. The physician met resistance as he pulled back on the catheter in an attempt to remove the device from the pt. He then noticed that the balloon was lodged in the lesion. The physician continued to pull on the catheter until the outer shaft and wire lumen materials elongated and eventually broke. A stiff wire and ninja catheter were positioned distal to the stuck cutting balloon. The ninja was inflated to 16 atm causing the lesion to give way, freeing the stuck balloon from the lesion. As the deflated ninja catheter was pulled back into the guide catheter, it pulled the broken cutting balloon catheter along with it. Both catheters were removed from the pt. Two wall stents were successfully positioned within the lesion. No pt injury is associated with the event. The pt was discharged the next day.